Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e2304 chills.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the on (B)(6) 2025. Event date is an approximation. On (B)(6) 2025, the patient experienced a skin reaction with pain at the insertion site and redness extending beyond the sensor patch area during wear. The patient removed the sensor and noted pus and liquid drainage from the needle puncture site. The patient initially monitored the site; however, approximately two days following sensor removal, symptoms including chills, fever, and vomiting developed. The patient¿s daughter transported the patient to the emergency room on approximately (B)(6) 2025. At the emergency department, medical personnel drained pus from the affected area (method unspecified). The patient was diagnosed with a skin infection and treated with intravenous antibiotics (medication name and dosage unspecified). The patient remained hospitalized overnight for monitoring and was discharged on approximately (B)(6) 2025. It was not discussed whether diagnostic testing or laboratory confirmation of infection was performed. At follow-up, the patient reported that the affected skin had healed with a residual scar described as smaller than the size of the sensor pod. The exact location and characteristics of the scar could not be further determined. Attempts to contact the reporter to obtain additional information were unsuccessful. At the time of the report, patient condition was unspecified with gradual improvement on the scar condition which was healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.